Manufacturer narrative:
The device has been returned for evaluation. Analysis of the device is anticipated. A supplemental will be submitted upon completion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm the first pipeline did not open distally. It was reported that the distal end of the pipeline would not open despite two attempts to redeploy. Approximately 80 % of the device opened however the distal edge looked "pinched." The device was removed and a new device was used to complete the procedure. No patient injury was reported. The patient was treated for an unruptured fusiform aneurysm. The max diameter was 6.0 mm and the neck diameter was 6.00 mm. The distal landing zone was 4.30 mm and the proximal was 5.00 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the pipeline braid. No anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation of failure to open could not be confirmed. The pipeline braid was not returned; therefore any contributing factors from the pipeline braid could not be assessed. We are unable to determine a definitive cause for the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.